Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior cannot be replicated. This case may be reopened if additional information is received. No log review required for inaccuracy issue. Suspecting frame movement per case description. Codes associated with the software: fdr 213 fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, software version: (B)(4). No devices were returned to the manufacturer for analysis. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a spine lumbar fusion procedure. It was reported that the was an alleged inaccuracy. The surgeon and medtronic representative saw the inaccuracy. They were doing 3 levels placing pedicle screws and had no issues at l5 and l4 with accuracy. Once they got to l3, they said they were inaccurate laterally. The surgeon ended up taking those screws out and not placing screws on that level. The clinical specialist thinks the frame was placed at l5, which could imply movement of the spine as they were working away from the frame instead of towards it. They were inaccurate using a udg and using the globus driver attached to a navlock. Delay is unknown and patient impact is also unknown. On 2019-dec-20: additional information received: the site will not be submitting a po for a checkout since it has been functioning normally in other cases. Surgeon's name provided. Patient information provided. The was a delay of 10 minutes. Type of procedure was spine lumbar fusion. Impact on patient outcome was screws were removed.